Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated two occasions of a possible sensing issue with the atrial lead which reset the timing interval for the next atrial pace. This resulted in a slower heart rate. The atrial lead remains in use. No patient complications have been reported as a result of this event.